Event description:
It was reported that shaft hole, bradycardia and hypotension occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.00mm x12mm emerge¿ balloon catheter was used for dilation. However, it was noted that the device was not able to hold pressure on the second inflation attempt. Also, it was noted that the patient had bradycardia and hypotension which was treated with atropine and epinephrine. The physician then removed the device and during inflating the device outside patient's body, a pinhole was noted on the shaft. The procedure was completed with another of the same device. No further complications were noted after the procedure and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was contrast and blood in the inflation lumen. Functional testing was performed by attaching an inflation device filled with water to the device. As the device was pressurized water leaked from a hole in the midshaft. Microscopic examination of the midshaft revealed damage and a hole 8.5mm ¿ 11mm from the distal edge of the midshaft bond location. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft hole, bradycardia and hypotension occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.00mm x12mm emerge¿ balloon catheter was used for dilation. However, it was noted that the device was not able to hold pressure on the second inflation attempt. Also, it was noted that the patient had bradycardia and hypotension which was treated with atropine and epinephrine. The physician then removed the device and during inflating the device outside patient's body, a pinhole was noted on the shaft. The procedure was completed with another of the same device. No further complications were noted after the procedure and the patient's status was fine.

Manufacturer narrative:
(B)(4).